Event description:
It was reported that during the implant attempt, when the device was initially hooked up to the right ventricular (rv) lead, the r waves had declined. An attempt was made to reposition the lead, and upon trying to remove the lead from the device header, it was not possible to engage the set screw. The device was eventually removed, and a new device was implanted. The rv lead was tested via analyzer, and upon connecting, it was not possible to sense any r waves, nor was it possible to pace the ventricle. Noise was also seen during testing. Multiple attempts were made with different pacing cables and programmers, with the same result. The lead was not used, and another lead was implanted without any pacing or sensing problems. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The defib conductor was distorted, blood was found in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant. (B)(4) the device was returned and analyzed. No anomalies were found. The set screw was loose/detached.